Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is unknown if there was any patient harm as a result of the product malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. A complaint sample was not received for evaluation; however, a lot number was provided and a batch record review was performed. A review of the batch records indicated that the product was manufactured according to specification and no discrepancies were observed during manufacturing. Though no discrepancies were observed in the batch records, a non-conformance has been raised to investigate this issue based on previous complaints. The investigation is still in progress. (B)(4).

Event description:
It was reported that the nebulizer produced "large drops of liquid and failed to nebulize" during use. The device was used on patient but the impact of the product issue on the patient is unknown.